Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon device interrogation, the right ventricular lead exhibited high impedance. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the procedure. The lead was otherwise normal. Without the entire lead, a complete analysis could not be completed.